Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a low, out of range shock impedance measurement. The patient was seen in the clinic for follow up and the clinical observation was not able to be reproduced. The local field representative indicated that the lead would continue to be monitored via latitude. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.

Event description:
Additional information indicated that this device was subsequently explanted for normal battery depletion (nbd). The device has been returned for analysis. No adverse patient effects were reported.